Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)"), uterine perforation ("migration of essure device: uterine wall/perforation (uterus)"), pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (batch no. B66016) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included eugynon (lo/ovral) for contraception as well as atorvastatin. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), hormone level abnormal ("hormonal changes"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain"), back pain ("back pain") and ovarian cyst ("cyst on ovaries"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral)), surgery (hysterectomy (full) and salpingectomy (bilateral)), surgery (hysterectomy (full), oophorectomy (one side removal of ovary) and salpingectomy (bilateral)), alternative therapy (hormone replacement therapy) and surgery (oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, vulvovaginal pain, hormone level abnormal, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, back pain and ovarian cyst outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, hormone level abnormal, nausea, ovarian cyst, pelvic pain, uterine perforation, vulvovaginal pain and weight increased to be related to essure. The reporter commented: each essure was advanced into the right tubal ostium and deployed so that 4 rings were visible. On the left side the essure was advanced and deployed with 5 rings visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion on (B)(6) 2014, findings revealed that scout image shows two essure tubal microinserts in the pelvis. No contrast is seen in the fallopian tubes beyond the outer margin of the tubal micro-inserts, and no free intraperitoneal spillage of contrast is identified. On (B)(6) 2015, findings revealed the uterus was mobile. There was a partial perforation of the left fundal serosa with the essure device. Ovaries left and right showed multiple cysts scattered over the surface, consistent with polycystic ovarian disease. Tubes were otherwise normal. Confirmation of partial perforation of the essure on the left border of the uterus near the isthmic portion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia, ovarian cyst and uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)"), uterine perforation ("migration of essure device: uterine wall/perforation (uterus)"), pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (batch no. Css008w, b66016) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included eugynon (lo/ovral) for contraception as well as atorvastatin. In (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), hormone level abnormal ("hormonal changes"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain"), back pain ("back pain") and ovarian cyst ("cyst on ovaries"). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral)), surgery (hysterectomy (full) and salpingectomy (bilateral)), surgery (hysterectomy (full), oophorectomy (one side removal of ovary) and salpingectomy (bilateral)), alternative therapy (hormone replacement therapy) and surgery (oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, vulvovaginal pain, hormone level abnormal, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, back pain and ovarian cyst outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, hormone level abnormal, nausea, ovarian cyst, pelvic pain, uterine perforation, vulvovaginal pain and weight increased to be related to essure. The reporter commented: each essure was advanced into the right tubal ostium and deployed so that 4 rings were visible. On the left side the essure was advanced and deployed with 5 rings visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion . On (B)(6) 2014, findings revaled that scout image shows two essure tubal microinserts in the pelvis. No contrast is seen in the fallopian tubes beyond the outer margin of the tubal micro-inserts, and no free intraperitoneal spillage of contrast is identified. On (B)(6) 2015, findings revealed the uterus was mobile. There was a partial perforation of the left fundal serosa with the essure device. Ovaries left and right showed multiple cysts scattered over the surface, consistent with polycystic ovarian disease. Tubes were otherwise normal. Confirmation of partial perforation of the essure on the left border of the uterus near the isthmic portion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia, ovarian cyst and uterine perforation. Most recent follow-up information incorporated above includes: on 3-apr-2018: pfs and medical record received. New events added- hormonal changes, migration of essure device: uterine wall/perforation (uterus), nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), perforation (fallopian tube(s), fatigue, weight gain, back pain and cyst on ovaries. Lab data added. Concomitant conditions added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)"), uterine perforation ("migration of essure device: uterine wall/perforation (uterus)"), pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (batch no. B66016,cs0008w,css008w-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included eugynon (lo/ovral) for contraception as well as atorvastatin. In (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), hormone level abnormal ("hormonal changes"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain"), back pain ("back pain") and ovarian cyst ("cyst on ovaries"). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral)), surgery (hysterectomy (full) and salpingectomy (bilateral)), surgery (hysterectomy (full), oophorectomy (one side removal of ovary) and salpingectomy (bilateral)), alternative therapy (hormone replacement therapy) and surgery (oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, vulvovaginal pain, hormone level abnormal, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, back pain and ovarian cyst outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, hormone level abnormal, nausea, ovarian cyst, pelvic pain, uterine perforation, vulvovaginal pain and weight increased to be related to essure. The reporter commented: each essure was advanced into the right tubal ostium and deployed so that 4 rings were visible. On the left side the essure was advanced and deployed with 5 rings visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. On (B)(6) 2014, findings revaled that scout image shows two essure tubal microinserts in the pelvis. No contrast is seen in the fallopian tubes beyond the outer margin of the tubal micro-inserts, and no free intraperitoneal spillage of contrast is identified. On (B)(6) 2015, findings revealed the uterus was mobile. There was a partial perforation of the left fundal serosa with the essure device. Ovaries left and right showed multiple cysts scattered over the surface, consistent with polycystic ovarian disease. Tubes were otherwise normal. Confirmation of partial perforation of the essure on the left border of the uterus near the isthmic portion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia, ovarian cyst and uterine perforation. Lot number: b66016 manufacture date: 2013/08 expiration date: 2016/08. Lot number: cs0008w manufacture date: 2013/12 expiration date: 2016/08. Css008w is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.